Event description:
In 2003 - patient was driving car using an external battery as the power source. The unit had been on external battery for approx 1 hour. Vent started to make a high pitched squeal - vent quit (alarmed). Patient pulled over, restarted the vent using the same external battery, power loss was displayed, continued to use the vent for 2 days with no additional problems. Three days later, when patient was switching from 1 external battery to another, the vent started to make a high pitched squeal - vent quit (alarmed). This occurrence blew the fused on the battery. Patient restarted the vent using another external battery, power loss was not displayed. Patient continued to use the vent. Both events occurred on 2 separate external batteries. Both batteries are at 1 year old.